Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio sync meter had a power issue ¿ meter does not turn on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred at 7am on (B)(6) 2015. The patient informed the cca that they manage their diabetes by self-adjusting their insulin dosage and it is not known whether they made any changes to their normal diabetes management routine as a result of the alleged power issue. The patient stated that ¿5 minutes later¿ they developed symptoms of ¿blurry vision and dizzy.¿ the patient did not receive any form of treatment as a result of experiencing these symptoms, but stated that they ¿lay down¿. No medical intervention was required and the patient did not claim to have measured their blood glucose on any other device at this time. At the time of troubleshooting the cca noted that the patient was using the incorrect test strips for the subject meter. There was no misuse of the product and the issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.